Manufacturer narrative:
Ge healthcare received the emergency stop switch assembly and tested it multiple times. Depressure of the estop button, it was observed that the normal closed switch did not open as expected when depressed. Once the estop switch assembly's bottom cover was removed, it was noted this was not an electrical issue but a mechanical issue. It was found that the lower internal switch was not fully secured to the upper mechanical actuator plunger assembly. A secondary issue was found with this switch assembly were the two internal screw mount housings were cracked. This is an isolated occurrence of this root cause - no other reports have been received for this type of mechanical issue. Customer site was corrected. The switch was replaced at the site by the ge service engineer.

Event description:
It was reported that during stage 1 of a bruce protocol, the pt began to fall. The user reportedly pressed the emergency stop switch, but the treadmill allegedly did not stop, causing the pt to fall to their knees. The pt was not inured. The user stopped the treadmill by turing off the power switch. The field engineer repeatedly tested the emergency stop switch. Although it worked each time it was pressed, he replaced it. The field engineer also instructed the users on how to use the "stop tm key" on the case as an emergency stop switch.